Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative indicated that he ran an impedance test with the tablet and found two pairs to be short. Pairs 5 and 13, and 6 and 14 displayed values of <50ohms. Troubleshooting reviewed information about shorts. The rep indicated that the patient does not have a problem with the therapy.